Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, customer reported they were about to start a procedure when they got a non recoverable fault 319 on arm 2 and they disabled the arm. Customer had just docked the robot, but had not started operating yet. Customer rebooted the system with no change, still getting a 319 on arm 2 with an option to disable the arm. Customer had already decided to convert to lap surgery before calling. Tse had the customer power down the system, cycle the patient side cart (psc) breaker and emergency power off (epo) the psc for 2 minutes. System powered on with no change. The procedure was completed laparoscopically with no reported injury.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse powered up system in normal mode and confirmed non-recoverable 319 error on arm2. Fse replaced universal surgical manipulator (usm2) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported failure (errors 319). The unit was tested on an in house system and failed normal mode as it triggered 319 errors. The parallelogram was swapped with a new one and the error no longer occurred. The original parallelogram fiber cable was reinstalled and the errors returned. The unit was tested on a pftp with a new parallelogram fiber cable and passed direction test, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The parallelogram fiber cable assembly will be replaced as a fix to the reported problem.